Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with oral ciprofloxacin (dosage, frequency, and duration not reported) and gentamicin 80 milligrams daily intraperitoneally for twelve days for the peritonitis event. Dianeal therapies were ongoing. On an unreported date and after an unknown number of days of hospitalization, the patient was discharged. It was not verified if the patient was recovering or was recovered from the peritonitis. No additional information is available.